Manufacturer narrative:
Still pending is the manufactured date and the expiration date. Therefore, a supplemental report will be submitted to update. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a smartablate irrigation tubing set. During flushing, prior to use on the patient, a bubble error occurred. It was noted that inside the lumen it was dirty and there was a large amount of small bubbles that came out. This tubing was not used on the patient. Tubing was exchanged and the issue resolved. Procedure was completed without patient consequences. There were no patient consequences. The issue of the bubbles in the tubing was assessed as not reportable. Bubbles in the tubing set can be an expected part of the procedure set up and flushing should be performed in order to remove the bubbles. A safety feature of the pump is in place in order to stop the flow if air is detected. Since a bubble error populated in response to air in the tubing set, this issue was assessed as not reportable. The foreign material inside the tubing was assessed as a reportable malfunction.

Manufacturer narrative:
Correction to 3500a initial report. ¿initial reporter country code¿ was left blank. This field has been populated. Manufacture¿s reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an ablation procedure with a smartablate irrigation tubing set. During flushing, prior to use on the patient, a bubble error occurred. It was noted that inside the lumen it was dirty and there was a large amount of small bubbles that came out. This tubing was not used on the patient. Tubing was exchanged and the issue resolved. Procedure was completed without patient consequences. There were no patient consequences. Complaint product was inspected and it was found in normal condition. No foreign material found. Irrigation test was performed. Microbubbles were found in the tubing. The bubbles were attached to the tubing and were not moving. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint was confirmed in regards to the issue related to bubble. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 8/27/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The device history record, manufactured date and expiration date have been provided on july 23, 2018. Therefore, fields expiration date and manufactured date have been populated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. No device was received for analysis. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Therefore, reason for non- evaluation has been updated to other and methods codes, results codes and conclusion codes have been populated. Manufacturer¿s reference number: (B)(4).